Manufacturer narrative:
MFR's report date 08/14/97. The pump was returned for eval. Visual and functional testing was performed and the instrument powered up with a watchdog alarm. Further investigation revealed that the unit had a broken top flex interconnect cable on the logic board. Rate accuracy was tested on all channels and found to be within MFR's spec. Add'l measurements were taken of the jaws and valve heights-both were within spec. Co was unable to duplicate the reported overinfusion with the returned instrument. It is unk what caused the broken cable. It was noted by the user that the unit had been opened and the inspection seal broken prior to being returned to the MFR for eval. The components were replaced and the unit met all quality specs prior to being returned to the user.

Event description:
An overfusion of morphine occurred with a pt. There was no resultant pt complication.